Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level that ranged from 334-561 mg/dl; cause was not known. Customer delivered multiple boluses via the pump and administered multiple manual injections as well as changed the pump supplies multiple times to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.